Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via a manufacturing representative, regarding a patient with an implantable neurostimulator (ins) for parkinson's dual. It was reported that the patient had experienced loss of efficacy and a return of symptoms. Upon interrogation, it was found the patient's device was turned off. The patient stated they had never touched the patient programmer (pp). It was confirmed the ins was not depleted and it was presumed it may have been from the recharger (insr). It was reviewed that for the insr for dbs, therapy on and off buttons are disabled. Troubleshooting could not be done due to lack of access to product. Additional information was received from a manufacturer representative (rep) stating that there was a possibility the patient hit the buttons on the side of the ins recharger (insr). Rep noted that parkinson's diseases symptoms had returned immediately and upon interrogated by physician, the ins was off but physician was able to turn it back on without issue and didn't report it being depleted. Rep again indicated patient confirmed there was no way ins would have been turned off with pp as they don't use it. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating the cause of the ins being off was not determined, however turning the device back on resolved the symptoms.